Event description:
Patient states that the up and down buttons of the pump are reversing and that the pump resets all the time and basal info daily. This required no physician or hospital intervention. Insulin injections were done at home.